Manufacturer narrative:
H10: the device used in treatment has not been returned for evaluation. Without this evaluation it has not been possible to establish a relationship between the device and failure reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. In parallel we continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was alarming tube blockage despite the fact that both canisters and dressings were changed several times.